Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2007. 6947 implantable tachy lead: (B)(6) 2007.(B)(4).

Event description:
It was reported that the device was at recommended replacement time (rrt) and did not meet expected longevity due to high left ventricular (lv) and right ventricular (rv) thresholds. The device was explanted and replaced with a device that has a different vector which could possibly improve the lv thresholds. The lv and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.